Manufacturer narrative:
It was reported to arjo by a customer representative that a citadel plus side rail was broken off. No injury was reported. No medical intervention was needed. The safety rails are an integral part of the citadel plus bed frame. This bed has four side rails, two on each side of the bed. An inspection of the claimed bed frame conducted by an arjo service technician revealed that one of side rail panels was detached from the side rail mechanism. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail panel detachment might be related to an excessive force applied to the side rail. This hypothesis could not be confirmed as the circumstances in which the malfunction occurred are unknown. To conclude, the side rail panel was broken off the bed and from that perspective the citadel plus bed did not meet the performance specification. No patient was involved. No injury was reported. The complaint was decided to be reportable due to the side rail panel detachment.

Event description:
It was reported to arjo by a customer representative that a citadel plus side rail was broken off. No injury was reported. No medical intervention was needed